Event description:
This is not a actual complaint. This is a production verification test to make sure the emdr interface is working correctly.

Manufacturer narrative:
This is not a actual complaint report. This is a production verification test to make sure the emdr interface is working correctly.